Manufacturer narrative:
As of 10/03/2023 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on 09/07/2023, the consumer stated that she purchased three products, and they burned her skin. Two of the three products are manufactured by aso. The consumer states that she went to the dr. For this report, we will refer to the wtpf transparent dressing 4x4.75 4ct. And will refer to the performance fab w/pu emb 3.5 x 4.5 6ct on the report: 1038758-2023-00025.

Event description:
On the initial report received on 09/07/2023, the consumer stated that she purchased three products, and they burned her skin. Two of the three products are manufactured by aso. The consumer states that she went to the dr. For this report, we will refer to the wtpf transparent dressing 4x4.75 4ct. And will refer to the performance fab w/pu emb 3.5 x 4.5 6ct on the report: 1038758-2023-00025.

Manufacturer narrative:
As of 10/03/2023 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details. As of 10/20/2023 manufacturer evaluated retained product of various produced lots with no defects noted. The following sections were updated: b6,g6 h6.